Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had increasing hemolysis, hematuria, low pi, high flows, and increasing power. The hospital suspected pump thrombus and the pump was exchanged.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.